Event description:
It was reported that on (B)(6) 2022, a 28mm amplatzer amulet occluder was successfully implanted in a patient. The patient had been discharged and prescribed eliquis (apixaban). On (B)(6) 2022, the patient returned with chest pain being the chief complaint. An echocardiogram was performed and confirmed the presence of a pleural and a pericardial effusion. The patient was stable at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 27 july 2022, a 28mm amplatzer amulet occluder was successfully implanted in a patient. The patient had been discharged and prescribed eliquis (apixaban). On (B)(6) 2022, the patient returned with chest pain being the chief complaint. An echocardiogram was performed and confirmed the presence of a pleural and a pericardial effusion. The patient was stable at the time of report. Subsequent to the previously filed report, additional information was received that 28mm amplatzer amulet occluder had been implanted using a 14f amplatzer torqvue 45x45 delivery sheath. The amplatzer amulet occluder was never completely retracted into the delivery system. The patient had been administered heparin and had a noted activated clotting time between 250 and 350 seconds. There was no noted difficulty implanting the device and no multiple manipulations of the occluder during procedure. The patient had remained hemodynamically stable throughout the implant procedure. There was no clinically significant delay in the implant procedure. On (B)(6) 2022, the decision was made to perform a pericardiocentesis to drain the pericardial effusion, 420ml of blood was drained. It was noted that on (B)(6) 2022 the patient's hemoglobin levels were 13.0g/dl, but dropped to 9.9 g/dl on (B)(6) 2022, the day the pericardiocentesis was performed. The pericardial effusion did not lead to cardiac tamponade. The cause of the pericardial effusion is believed to have been from an inflammatory response to the procedure as the patient had elevated levels of c-reactive protein and an elevated erythrocyte sedimentation rate.

Manufacturer narrative:
An event of pericardial effusion was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. No similar complaints were found on this batch. Information from the field indicated that the pericardial effusion was believed to have been from an inflammatory response to the procedure as the patient had elevated levels of c-reactive protein and an elevated erythrocyte sedimentation rate. There is no indication of a product quality issue with regards to manufacture, design, or labeling.h6 health effect - impact code: code 4648 removed.